Event description:
Received user facility medwatch (B)(4). This is 1 of 2 reports for the same event. Add'l data from user facility report: the pt on (B)(6) 2011 had a surgical procedure of "arthroscopy left knee with chondroplasty of the patella." During the procedure, the pt had two 3.5 mm small fragment cortical screws implanted in her left knee. The procedure was described in the op report as "a vertical incision was made over patellar tendon. Dissection was carried down to the patella peritenon, which was split longitudinally. Insertion of tibial tendon well identified and an osteotomy performed in slight v fashion. Then we rotated the osteotomized fragment medially. A k wire was utilized to temporarily fix position. Following this, we then placed two 3.5 mm cortical screws from anterior to posterior." On (B)(6) 2012, the pt reported to the orthopedic surgeon's office with complaints of having lots of pain in her left knee. Arthroscopic pictures from the office, showed fairly extensive changes of the patella femoral cartilage on that side. She reported pain over screw site and could not kneel. She was taking excessive ibuprofen from the pain. On (B)(6) 2012, the pt was taken for same day surgery related to infrapatellar bursitis secondary to deep implants. Removal was done of the implant screws in the left knee. Small amount fluid noted.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed. Add'l data from user facility report: date of this report: (B)(4) 2012; common device name - small fragment cortical screws (2); device available for eval: (B)(4) 2012.

Manufacturer narrative:
The screws received, are whole and intact. The drive is in good condition. The top of the head is laser marked, indicating it was made prior to 11/12/2010. The remainder of the screw is free of any significant damage. All of the pertinent dimensions are within specifications. This screw appears to be of the 204.10 family of screws. Because no lot number nor part number was provided, a finite evaluation was not possible. A conclusion cannot be determined.